Event description:
A nurse reported the haptic of the intraocular lens (iol) broke during insertion. Additional information was received. It was reported when the doctor was removing the damaged iol the surgical incision was enlarged, the posterior capsule tore and an anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. One haptic was broken or torn in the gusset area (not returned). The remaining haptic was bent in the gusset region and broken or torn at the distal tip. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/05/2009, 06/26/2009, 06/30/2009, 07/07/2009, 07/08/2009 and 07/29/2009 by phone, fax, and mail.